Manufacturer narrative:
Zoll has not yet received the autopulse battery for complaint investigation . A supplemental report will be file if and when the product is returned and investigation is completed.

Event description:
During a prolonged cardiopulmonary resuscitation in the vehicle at the entrance of clinic, the autopulse was deployed. Thrombolytic therapy was administered. The patient was being transported to the heart catheter laboratory using the autopulse. Autopulse started promptly and was switched to the continuous mode in the same way as the previous reanimation process. After approx. 2 cycles (4-5 minutes) the message "battery low" appeared on the display. After the battery was replaced and performed 3-5 compressions, the autopulse stopped and "reboot initialization" appeared on the display. It was possible to switch to the continuous mode at short notice, after no more than 5 compressions, the autopulse broke off again and had to be re-initialized. The autopulse was restarted and initialized several times without being successfully deployed. According to the customer, no error message appeared on the screen. The patient was manually resuscitated and did not survive the reanimation.